Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level had gotten up to 493 mg/dl. They were unsure why their blood glucose was high. The customer stated that they had not been eating right and might have been missing their bolus because they were busy. The insulin pump was working as designed. The device will not be returned for analysis.